Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: two stents were reported to be restenosed, requiring medical intervention. Device issue: none. It was reported that after two pixel stents were implanted, in-stent restenosis was observed in both of the stents (the date of restenosis was not reported). Angioplasty was performed using another company's balloon catheter. Then, two drug-eluted stents from another company were implanted. No add'l event or pt info is available.

Manufacturer narrative:
The second multi-link rx pixel coronary stent system, part #1005635-08j; lot #5041831 indicated in the event description is being reported under the same manufacturer report number. Results and conclusion summation: engineering reviewed the incident info. Restenosis, as listed in the instructions for use, is a known adverse event associated with coronary stenting. There does not appear to be any indications of a stent delivery system quality problem.